Event description:
This is to inform FDA that merit medical systems, inc. Is voluntarily recalling all prelude short sheath (pss) introducers manufactured by merit medical system, inc. The sidearm tubing may detach from the sheath during use. If this failure occurs, it may result in excessive pt blood loss and / or risk of blood-borne pathogen exposure to those in the surrounding area. Merit has not been informed of any pt injuries; the failure rate was identified through internal production inspection at a rate of approximately 1%.

Manufacturer narrative:
Device evaluation: other, evaluation is in process. Evaluation: conclusions: all subsequent investigation results will be submitted to the FDA in follow-up MDR reports and in accordance with statutory product retrieval reporting requirements. Per direction from rep of the district office in 2009, reports are being submitted for each product code. Add'l lot number: f635036, expiration date: 09/17/2011, manufacture date: 09/2008; lot number: f661572, expiration date: 11/21/2011, manufacture date: 11/2008; lot number: f680288, expiration date: 03/22/2012, manufacture date: 03/2009; lot number: f686779, expiration date: 03/31/2012, manufacture date: 03/2009.